Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of the event was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with benadryl and prednisone (no further details) for peritonitis. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.